Manufacturer narrative:
PRODUCT COMPLAINT#: (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.

Event description:
It was reported that on (b)(6) 2024, the patient had a Primary Delta Xtend Reverse. On (b)(6) 2024, patient had their implants removed due to infection and pain and a spacer was placed for treatment of infection. On (b)(6) 2024, the patient had their first spacer removed and a second spacer placed for continued treatment of infection. On (b)(6) 2025, the second spacer was removed and final implants were placed.This complaint is related to (b)(4) which captures reported additional events.